Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered an air embolism. It was reported that during an atrial fibrillation case, it was noticed that air was introduced into the patient's left atrium and the left ventricle. The patient's systolic blood pressure dropped by half, from 100 to 50. They checked for a pericardial effusion via intracardiac echocardiography (ice) and confirmed there was no pericardial effusion present. The medical team had noticed there were a-kinetic air bubbles present in the left ventricle on ice. The patient was cardioverted out of afib, and the anesthesiologist administered epinephrine and pure oxygen to the patient. The patient was monitored and finally "settled," and the patient's blood pressure normalized as well. They completed the procedure. The medical team noted that at the time, the pentaray catheter was inside of the left atrium, and it was not irrigating, which is why bubbles were suspected to be in the left atrium. Air bubbles in the left atrium could not be confirmed. The patient is reported to be in stable condition. The following bwi devices were also in use: smarttouch sf catheter, catalog: d134805, lot: 30754533l. Occlusion/no irrigation is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 19-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered an air embolism. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, and electrical features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30842459l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).